Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, the cause of the decline in the patient's pressure/heartrate and subsequent death, could not be could not be definitively determined. There was no reported ivl catheter issue. A review of the event by shockwave medical safety determined the patient experienced cardiac arrest soon after pci procedure (which involved ivl). The cause of cardiac arrest is not clear, but likely procedure related given the temporal association, and unlikely related to ivl, but cannot be determined with the information available. The patient was reported to be hemodynamically unstable prior to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Complaint trends will continue to be monitored.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a unspecified lesion at the earlier stage of the patient's procedure without complication. Following treatment to the right coronary artery (rca) and left anterior descending artery (lad) without shockwave ivl use in the lad, the patient experienced hemodynamic instability. Cardiopulmonary resuscitation (CPR) was initiated, and a code was called. It was noted that one hundred and fifty (150) pulses were delivered and a stent was delivered successfully. The patient was reported to be hemodynamically unstable prior to the procedure and expired following two hours (2) of resuscitative efforts for post-procedural hemodynamic deterioration. No shockwave related device malfunction or procedural error was reported. No additional information was provided.